Event description:
It was reported that there was undefined high impedance. It was further reported that there was no capture. The lead tested normal through the analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.